Manufacturer narrative:
Product condition rec'd: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 75.7 cm and 76.5cm from the iab tip. It is difficult to determine when the kinks occurred. They may have occurred during iab removal, during iabp therapy, from patient movement, or while packaging/shipping the iab back for evaluation. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extension tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typic appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Indication for iab: low output/right heart failure. Blood in the catheter. Alarms (unknown) triggered during event. Was another iab inserted: tried without iabp, reimplantation necessary (B)(6) 2012. Patient complications from event: yes. Deterioration of the cardiac and general state. Bleeding was also reported during iab removal patient expired on (B)(6) 2012.